Event description:
Operator contacted nxstage technical support for assistance to resolve arterial and venous air alarms occurring during a routine hemodialysis treatment. Pt complained of chest pain and operator hung up the phone. Facility staff reported that an emergency call was placed, however, when paramedics arrived, the pt's symptoms had resolved on their own without intervention. The pt refused transport to the hosp. The treatment had been discontinued without rinseback of the pt's blood resulting in a blood loss of approx 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff agreed that there was no evidence to suggest that a device malfunction occurred. Blood loss attributed to discontinuation of treatment without rinseback or resolution of alarms. User's guide provides adequate instructions for recovery from air alarms. No similar problems have been reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.